Manufacturer narrative:
This event was incorrectly captured and reported, previously. Coding and other applicable fields have been updated.

Event description:
Allegedly, this patient was revised due to unknown complications. Right this patient was previously revised.

Event description:
Allegedly, patient revised due to unknown mom complications.